Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the falsely depressed carbon dioxide (co2) results were obtained on ten patient samples on the dimension vista 1500 instrument. Calibration was acceptable on the date of the event. With siemens¿ remote assistance, the customer and performed water purification module (wpm) resistivity and found to be low, customer replaced the q-gard, the wpm tank was emptied and refilled twice; the vista system was rebooted, and the wpm tank empty procedure was attempted. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse manually emptied the millipore reservoir, allowed millipore to fil tank, primed system, re-calibrated and ran qc, which recovered acceptably. Siemens evaluated the event and concluded that out-of-specification wpm resistivity potentially contributed to the falsely depressed co2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that the falsely depressed carbon dioxide (co2) results were obtained on ten patient samples on the dimension vista 1500 instrument. The erroneous results were not reported to the physician(s). The samples were repeated on the alternate dimension vista instrument. The repeat results recovered higher than the initial results and correlated with patient¿s condition. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to falsely depressed co2 results.